Event description:
The customer reported that during a patient event where the patient was being monitored, their device had reset on them and displayed the service indicator. The patient was reported to have some weakness and nausea. The patient did not suffer any adverse effect as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported loss of power failure via the electronic patient event record, but was unable to duplicate the loss of power during testing. Physio also verified the reported service indicator. Physio then replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.